Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was tremoring. The healthcare provider mentioned that the patient is still tremoring and the daughter mentioned she didn't think it was working. No further complications were reported or anticipated with this event.